Event description:
A malfunction alarm was reported with the code malf 0, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer acknowledged the resolution and continued to use the pump without further issues.